Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, race and ethnicity unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported the impella was having suction alarms, an echocardiogram showed proper placement, and central venous pressure was adequate at 17. The pressure level came down to 7 and dopamine was given to help increase the mean arterial pressure. The clinician advised the team that the suction alarms were likely due to worsening right-side failure and recommended the team decrease the pressure level to break the suction alarm. The impella placement was again confirmed under trans-esophageal echocardiogram. It was reported purge fluid heparin was 6.25 units per milliliter, the clinician advised the physician the recommendation is 25 units per milliliter unless clinical contraindicated. The physician reportedly was aware of anticoagulation recommendation of activated clotting time of 160-180 when appropriate. Additional information noted the patient was made a do not resuscitate, survival outcome at explant noted the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.